Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a procedure, the e-sep pencil was automatically on once plugged in. The pencil end was in the holster, in an equipment pouch, not touching patient or staff, so no harm affected either - patient or staff. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure, the e-sep pencil was automatically on once plugged in. The pencil end was in the holster, in an equipment pouch, not touching patient or staff, so no harm affected either - patient or staff. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
A follow-up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available.